Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the infusion set had disconnected from the luer lock. Reportedly, the customer's blood glucose levels were elevated. The customer reported that the issue was ongoing. Multiple attempts were made by tandem technical support to gather further information, however no response was received.